Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle had a bent guide pin, causing it to be unable to insert into the belt connector. The root cause for the damaged receptacle was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to physical issue.